Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b1 adv evnt/prod prob - b2 outcome attributed to adverse event - b5.desc evt problem - h1 type of reportable event - h6 imf (annex f) health impact - h10 h10. Addt manufacturer for MDR (codes for additional product) additional products: 17506576-1521 ¿ outflow graft h6: imf code(s): f2203, f12, f2303, f08 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a computerized tomography (CT) scan was performed, and the vad was without any significant obstruction of the inflow or outflow cannula. A performed transthoracic echocardiogram (tte) showed that the outflow cannula velocities were within normal range and a chest x-ray showed no findings. Of note, the patient¿s mean arterial pressure (map) was elevated, and ace inhibitor medication was increased with good effect and the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: outflow graft serial or lot#:(B)(6) h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d12 product event summary: the pump (B)(6) and the associated outflow graft (lot 17506576-1521) were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported low flow event and outflow graft occlusion events could not be confirmed. Information received from the site indicated that the ventricular assist device (vad) exhibited frequent low flow alarms and an outflow graft obstruction was suspected. It was further reported that a computerized tomography (CT) scan was performed, and the vad was without any significant obstruction of the inflow or outflow cannula. A performed transthoracic echocardiogram (tte) showed that the outflow cannula velocities were within normal range and a chest x-ray showed no findings. Of note, the patient¿s mean arterial pressure (map) was elevated, and ace inhibitor medication was increased with good effect and the patient was hospitalized. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/low power event may be attributed to multiple factors including but not l imited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on review of past adverse events for this patient, it was noted that the patient had a history of low flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 continued: 459888 lead and 5076-52 lead implanted (B)(6) 2018. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-sep-2023 / serial or lot#: (B)(4), UDI #: (B)(4). D9: no, h4: mfg date: 01-sep-2018. H5: no. H6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g04019, h6: FDA device code(s): a1409, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited frequent low flow alarms and an outflow graft obstruction was suspected. The vad remains in use. No patient complications have been reported as a result of this event.